Event description:
It was reported that during an arthroscopy procedure, the 5.5mm healicoil pk anchor was pulled out when tightening the sutures. The coils were sheared off from the anchor vertically on one side and the coils broke off in the joint. The broken pieces were removed from inside the patient using arthroscopic grasper. The anchor hole was filled using bone cement. The procedure was completed using a s+n back up device into an additional bone hole. There was a surgical delay of 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The anchor was returned deformed and fractured with the sutures still threaded through the tip. The insertion device has no visible defects. No functional testing can be conducted since there is damage hindering the inspection/evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.